Manufacturer narrative:
Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. Additionally, it was found that the upstream occlusion(uso) seal was buckling. The uso seal and battery compartment components were replaced.

Event description:
This event initially did not meet the criteria for reportability. However, on review of the investigation results and on application of the post-investigation hazard code, upstream occlusion seal was buckling was identified.